Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a decrease in sensing and impedance were observed. T wave oversensing was also noted with no noise on the lead. Physician performed dft test and no device issue was detected.